Event description:
The report indicated that the customer's bg's rose steadily over an 11 hour period after applying a new pod, resulting in high readings (330-390mg/dl). A manual insulin injection was administered to counter the high bg's. The pod initiated an alarm after twelve hours of operation, at which point it was deactivated. The device will be returned for evaluation.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.